Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with symptoms of a pocket infection. The entire system was explanted successfully. The patient was stable before during and after the procedure. No additional information was available.